Manufacturer narrative:
(B)(4). Batch # unk. (B)(4). Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date, a supplemental medwatch will be sent. The device history records were reviewed and the manufacturing criteria were met prior to the release of this batch/lot. Additional information requested and received: was the device locked on tissue with the jaws closed? No ¿ product was tested before being put on tissue. No patient contact. If yes, how was the device removed from the tissue? N/a. Did the jaws of the device eventually open? No. Was there any difficulty removing the device from the trocar? Unknown. [(B)(4).pdf].

Event description:
(B)(4).

Manufacturer narrative:
(B)(4). Batch # p58900. Device evaluation: the ec60a device was received for analysis with no visual non-conformances and with a gst60w cartridge reload loaded on the device. The cartridge reload was received partially fired 1/3 consistent with an incomplete or interrupted cycle. The device was tested for functionality in the articulated position with the returned cartridge reload by resetting and reloading it into the device. The device achieved its complete stroke firing sequence without any difficulties. The remaining staple line and cut line were complete and the staples were noted to have the proper b-form shape. The device opened and closed without any difficulties noted. The batch history record was reviewed and no defects, ncr¿s or protocols related to the complaint, were found during the manufacturing process.